Manufacturer narrative:
The device was received for evaluation. The investigation is pending. Additional contact information: (B)(6).

Event description:
The even involved a plum 360¿ infuser where a smoking mechanism issue was reported. The device was not smoking, but smelled bad and had an odor; it smelled like electrical burn. Here were no sparks, shocks and flames noted in the device. The event occurred during start up. Moreover, the event did not occur in clinical setting, and it was unknown if the event was noted in device history. There was no patient involvement, no patient harm reported and no delay in therapy.

Manufacturer narrative:
On 10/09/2023 confirmed customer¿s complaint that the device has an abnormal smoke / burnt odor. Verified complaint. Device does have an abnormal burnt odor. During inspection found burnt components on the driver board pwa and main power supply. Replaced the driver board pwa and main power supply. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Device is now functioning per design. Probable cause for the abnormal burnt odor is defective / worn driver board pwa and main power supply. During inspection the device was received with the incorrect battery installed. Verified discrepancy through visual inspection. Replaced the battery and pressed change battery softkey. Probable cause is incorrect battery installed. Non-ICU medical battery installed in the device.